Event description:
It was reported that during an unk procedure, the plastic ring of the device broke during the operation. It is unk how the procedure was completed. There were no adverse consequences for the pt. The device will not be returned.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultra meter was displaying the battery indicator symbol. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at 12:15 pm, the patient noted the reported meter was displaying the battery indicator symbol; she was unable to obtain a blood glucose reading. This meter will display the battery indicator symbol when there is no longer enough power to perform a test; the battery must be replaced. The patient followed her usual diabetes management routine; she does not take any medications. At 12:30 pm, the patient experienced the symptoms of being hot, exhaustion, hyperventilating, sweating and a racing heart rate. The patient did not seek any medical attention or treatment. Troubleshooting revealed the patient had not replaced the meter's battery as recommended by the manufacturer. The issue was not resolved, as the patient did not have a new, replacement battery available. The meter, test strips and control solution were replaced. The patient had not replaced the meter's battery as recommended. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter power issue. Therefore this complaint is being reported.